Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an open low anterior resection, the firing force was higher than expected. Another surgeon helped to fire and the same device was used to complete the case. It was observed that the deployed staple was formed properly when the x-ray was taken after the operation. There were no adverse consequences to the patient. No device will be returning.